Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported incident could not be duplicated. The device forensic log did not have any faults or advisories that coincide with the customer report. The device underwent stress testing, during which no faults were identified. An internal inspection was performed with no discrepancies observed. The internal lithium-ion battery was tetsed and passed successfully. The cpu to pim board ribbon cable replacement was recommended as a precaution. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.